Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl. The customer was treated with glucose tablet. The customer declined the troubleshooting for low blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device was received with a cracked case behind the device at the battery compartment and cracked battery tube threads. Device passed the displacement test. (B)(4).